Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.

Event description:
It was reported a patient had an interventional procedure performed and an angio-seal was used for closure. No issues were noted with deployment and hemostasis was immediately achieved. The patient transferred from the procedure room to a hospital room. An ultrasound and angiogram were performed (date unknown), which revealed a vessel occlusion. A thrombectomy procedure was performed (date unknown) to remove the thrombus from the vessel and restore blood flow. The patients hospitalization was extended due to the event; however, the patient was reported to be stable post procedure was later discharged from the hospital.